Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the dp purge valves test step during testing. The device's sensor board needs replaced to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the device was found to have missing feet, the power cord clamp was found to be missing and the base enclosure was found to be damaged. Feet, power cord clamp and base enclosure needs replaced to address the issues.